Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgical procedure, the device became hot and vibrated but did not drill. Per complaint reporter there was no harm for patient, operator or third party. No further information was received. Update 01-jul-2026 - further information was received: it was reported that during the ankle surgery, the device became so hot that it was impossible to hold it for even a few seconds. The device then stopped and began to vibrate. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.